Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid leak. It was found that the leak was located in the tubing and it was unknown if the source was a hole or a disconnection. The pump and cylinders were removed and replaced and the reservoir was left in place. The patient is set to recover.